Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp and it was reported that the cause was due to activation and they had to deactivate and replace the device. It was noted that the biomed checked and returned the generator to service. The handpiece was given to the customer and the case was completed with a different device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that the plasma blade electrode tip caught on fire, 8mm flame during a mastectomy. There was a delay to the procedure of less than 1 hour. The reporter was unsure if the handpiece was kept. The patient was not affected.